Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level displayed as "high" on the continuous glucose monitor (cgm) ; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was unsure of the admission and release date but said they were in the hospital for 1 week prior to 1/20/2024. Customer was released from the hospital with the issue resolved and no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.